Event description:
New information received notes that the chronic right ventricular lead was capped on (B)(6) 2021 due to low pacing impedance. The lead that was not implanted was accidentally punctured by the physician during the procedure. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-15780. It was reported that the right ventricular lead was capped and replaced for unknown reasons. During the procedure, a replacement right ventricular lead was not able to be implanted for unknown reasons. The lead was replaced and the procedure was completed. The patient condition was unknown.